Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support.

Event description:
This report summarizes 17 malfunction events, where it was reported there was un-commanded motion or the zoom moved in an unintended direction. There was no patient involvement.